Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawers 4.1 and 4.2 were failed and not detected on bus. A field service engineer replaced the t-board on main drawer 4 after observing no lights on the board upon arrival, performed hardware test application (hta) testing and confirmed proper operation, verified functionality with the customer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, drawers 4.1 and 4.2 failed and showed device not on bus error message. The back panel was opened, and user noted that the black ribbon plug was disconnected. The user also rebooted the station and attempted to recover the drawers; however, the issue persisted. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care there were no adverse events or injuries reported based on this event.